Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) procedure, a shaft break occurred. During the preparation for a pci, the shaft of a 3.0x8mm quantum maverick balloon catheter broke. It is not known why the shaft broke. The device did not make contact with the patient and the procedure was successfully completed with another maverick balloon catheter. No patient complications occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces with no original packaging or other devices. The first piece measured approximately 55 centimeters from the distal end of the strain relief to the hypotube broken site. The second piece measured approximately 87 centimeters from the hypotube broken site to the distal end of the tip. The appearance of the fracture surfaces is consistent with the device most likely being kinked prior to the break. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) procedure, a shaft break occurred. During the preparation for a pci, the shaft of a 3.0x8mm quantum maverick balloon catheter broke. It is not known why the shaft broke. The device did not make contact with the patient and the procedure was successfully completed with another maverick balloon catheter. No patient complications occurred.